Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead was oversensing noise which led to pacing inhibition and that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. Both rv and ra leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Correction- section h6: the investigation conclusions code should be cause traced to component failure, instead of unintended use error caused or contributed to event code.

Manufacturer narrative:
The reported events were for mode switch and oversensing noise. As received, only the distal portion of the lead was returned in one piece for analysis. The reported event of oversensing noise was confirmed. Visual inspection found an external abrasion breaching the outer insulation proximal to the suture sleeve impression consistent with friction to device can. The outer coil was exposing at this location. The cause of the oversensing noise was due to the outer coil being exposed at the abrasion location.